Event description:
During an atrial fibrillation procedure, while ablating from the bottom of the posterior wall of the left atrium left inferior pulmonary vein (lipv) to the anterior wall ridge, the patient became hypotensive and a cardiac tamponade was identified. A pericardiocentesis was performed, pcps was installed, and the patient was transferred to another hospital. The patient underwent open-heart surgery and is currently hospitalized.

Event description:
During an atrial fibrillation procedure, while ablating from the bottom of the posterior wall of the left atrium left inferior pulmonary vein (lipv) to the anterior wall ridge, a pop was felt and the patient became hypotensive and a cardiac tamponade was identified. A pericardiocentesis was performed, pcps was installed, and the patient was transferred to another hospital. The patient underwent open-heart surgery and is currently hospitalized.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensors, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing and flow rate testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The tactisys log files were analyzed and indicated that the tactiflex catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. One hundred and sixteen images were also returned, showing a time lapse of rf session 20 on the ensite screen. A review of the images show an increase in impedance during the ablation, but no power or temperature issues are noted. The returned video shows a tactiflex catheter outside of the patient, with a time lag between the force applied to the catheter tip and the force value displayed on the ensite screen. This is consistent with the reported contact force issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
Additional information states that the physician felt a pop when delivering energy from the bottom of the posterior wall of the left atrium left inferior pulmonary vein (lipv) to the anterior wall ridge.